Event description:
It was reported that approximately five years after implantation of a vena cava filter, x-ray imaging demonstrated a wire/foreign body that was likely a detached component of the filter. The filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation is lot number unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported filter limb detachment. Based upon the available information the definitive root cause for this event is unknown.